Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead found that the helix mechanism was retracted and dried blood/tissue was noted in the helix housing. A laboratory technician tested the helix mechanism and found it was nonfunctional, confirming the clinical observation. Based upon the clinical observations and the laboratory findings, we believe that body fluid and/or tissue inside the helix housing caused the irregularity in helix function.

Event description:
Boston scientific received information that this right ventricular (rv) lead was part of a system revision due to dislodgement. The lead was noted to have exhibited difficulty in deploying the helix during initial implant with the torque tool squeaking as it was advanced. The lead was explanted and replaced. No additional adverse patient effects were reported. This device is no longer in service.